Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer was admitted to the hospital due to an elevated blood glucose level (bg) of 333 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Customer reverted to an alternate method of insulin therapy.